Event description:
A catheter fracture was reported and a revision was indicated on (B)(6) 2011. Pt had not been getting drug for two days and experienced withdrawal. Hcp (health care provider) wanted to decrease the dose the daily dose to 8mg/day. The drug infused was morphine 35mg/ml at 16mg/day. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).